Event description:
It was reported that a large volume infusor underinfused during infusion. It was observed that an excessive amount of medication dose remained within the device after four days of therapy. This occurred during patient infusion. The device was filled with 5-fluorouracil (5-fu) and saline and the total fill volume was 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of under infusion. A functional flow rate test was performed and the results were found to be within the product specification range. Based on the functional flow test result, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.